Manufacturer narrative:
The customer received a replacement device. The original device was sent to the stryker product assessment center (pac) for further evaluation. The pac tech also duplicated the issue. Upon investigation, it was found that the capacitor wire was disconnected, which will cause the device to not deliver defibrillation energy. The pac tech reconnected the wire to resolve the issue; the device was archived by stryker. The root cause was determined to be a disconnected wire capacitor.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.